Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to failed sensors. The customer reported a blood glucose value of 300 mg/dl and was treated with bolus. The event involved product(s) mmt-1884l, mmt-7040a, mmt-342 and mmt-431ag. Troubleshooting was not performed and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event and was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. Product mmt-1884l has returned for analysis. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test, rewind, seating, basic occlusion test, force sensor test, and displacement test. Unit passed dat test at 0.0872 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Confirmed 18 units of normal bolus was delivered on (B)(6) 2026 between 12a and 11:59p. However, the electronic assemblies and motor assemblies were inspected, and moisture damage was noted at pcb1 board. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, label damage (serial number worn down and label peeling), partially broken retainer, retainer knit line damage. The p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. However, moisture damage was noted at pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.